Manufacturer narrative:
E1: reporting institution phone #:(B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the mask did not match the pipe interface. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the mask did not match the pipe interface. Per good faith effort (gfe) response, the pipe and mask are unable to be confirmed whether or not they are philips products. Therefore, this case will be closed as a no malfunction with the v60. Mask and pipe unable to be confirmed as philips products. Case will be closed as no malfunction with v60. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.